Event description:
Boston scientific received information that this pacemaker was explanted due to normal battery depletion. During the procedure, the right atrial (ra) lead could not be removed from the device header. Numerous troubleshooting techniques were attempted to loosen the ra setscrew without success. It was reported the ra setscrew was stripped. It was unknown if the setscrew became stripped during this procedure or if it had occurred previously. The ra lead was cut and the device was successfully explanted. The ra lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The device was discarded following the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.